Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative was able to verify the customer's reported issue. The technician found that the mean airway pressure (map) was stuck at 33 cmh20 on start up. The technician re-calibrated and adjusted pr3, pr2, pr6, and ddi board to maintain 40 cmh20. The device passed all other testing and performance checks. The device is operational and meets all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a ventilator experienced fluctuating mean airway pressure (map) while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.